Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "inflammatory nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1cc of juvederm® volbella¿ xc. Approximately 4 months later, the patient reported experiencing 4 delayed onset granulomas in the mouth. Biopsy was not provided. Two days later, the patient was treated with an injection of hylenex®. The event is ongoing.